Event description:
Customer's father reported his daughter had received an adc meter reading of 190 mg/dl which was higher than she felt and took "1 unit of insulin" based on the reading. Customer then reportedly experienced a "coma", woke up 10 minutes later and was given "a piece of sugar" by her husband. Attempts were made to clarify the medical event and treatment reported. There was no report of third-party medical intervention required and no diagnosis, death or permanent impairment reported.

Manufacturer narrative:
This is an initial report. The customer's meter has been received, and an investigation is in process. A final report will be submitted when the investigation is complete.